Event description:
Tooth broke [tooth fracture]. A spontaneous report was received via phone on 01/04/2021 from a consumer, unk age and gender, stating that he/she used crest whitening systems strips + light whitestrips glamorous white on an unspecified date, and his/her tooth broke. The case outcome was unk. Taken previously - no / tolerated - na. Treatment details: unk. Relevant history: non reported. Concomitant product: none reported. No further info was provided.